Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found cracked rinse tubing at a nozzle connection, causing a loss of suction. The rinse tubing was replaced. The sample probe tip was cleaned and the position was adjusted. Controls were run. The issue occurred again after the service actions. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas 6000 c501 module. Results for the following assays were affected: creatinine, phosphate (inorganic) ver.2, and iga. No questionable results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 0 mg/dl and it repeated as 2.50 mg/dl. The second sample initially resulted in a phosphate value of 0.1 mg/dl and it repeated as 7.2 mg/dl. The third sample initially resulted in an iga value of 0 mg/dl and it repeated as 574 mg/dl.

Manufacturer narrative:
The customer has clarified that the issue was resolved after the service actions were performed. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.